Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic after receiving a patient notification for non-sustained rv oversensing episodes. Review of the episodes noted low level baseline noise occurring very infrequently. The noise was not reproducible with isometrics. Programming change was made. The patient was stable before, during, and after the device interrogation and will continue to be monitored.